Manufacturer narrative:
(B)(4). The se inspected the device and was not able to duplicate the reported condition. However, the se discovered that both the ventilator's primary and compressor's primary batteries were fully discharged. The se charged the batteries an performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, a 980 ventilator generated a ventilator inoperable diagnostic message. The ventilator was not in use on a patient at the time the event occurred.